Event description:
Customer reported a crescent shaped defect in images and poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the x-ray tube was bad. Part is on order. It is anticipated that receipt and installation of this part will restore the system to operating as intended.